Event description:
User had one sample with a discrepant result for creatinine. The first result obtained was 124 umol per l and the repeated result is 76 umol per l. The user didn't get any alarm with the first result; he repeated it because the usual result for this patient is around 80 umol per l. The user looked at all patient results ran at the same time and didn't observe any discrepancy.

Manufacturer narrative:
The user's complaint was not verified by the investigational unit. A very unstable and relatively high absorption was observed on the analysis of the reaction monitors. The patient has not been identified as gammopathic and interference by medications taken by the patient seems unlikely. Thus, either interference from gel or microclot formation in the sample might have caused the event. It was recommended that the sample probe as well as daily cleaning procedure should be checked to avoid further outliers on the instrument. No adverse events were reported.